Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 23mm sapien valve was implanted in an 80:20 aortic position, resulting in severe central aortic insufficiency (cai). Prior to valve deployment, the patient was placed on low flow bypass due to a low ejection fraction (25%) and a clot in the left atrium. During valve deployment, rapid ventricular pacing (rvp) was not performed and the heart was still beating. The sapien valve subsequently moved aortic and was implanted in an 80:20 aortic position, resulting in severe cai. A second 23mm sapien valve was implanted within the first, which reduced the cai to mild. The native aortic annular diameter was 21mm by tee and 17mm x23mm (area 360) by CT. The native aortic valve was moderately calcified and the aortic root was mildly calcified. There was moderate mitral annular calcification (mac), no ventricular septal hypertrophy and the patient¿s ejection fraction (ef) was 25%. The patient had a preexisting prosthetic valve in the mitral position. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held during valve deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment although it cannot be confirmed, it appears that a combination of procedural factors (rvp was not performed due to the patient¿s low ef which allowed for the heart to continue ejecting during valve deployment) and patient factors (a preexisting prosthetic valve in the mitral position) may have caused or contributed to the 80:20 aortic malposition and subsequent severe cai. The IFU indicates that the safety and effectiveness of the sapien valve has not been established for patients with a preexisting prosthetic heart valve in any position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.